Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported that the patient was admitted on (B)(6) 2024 for left lower chest pain, which the patient described as "clicking", with associated dizziness. The patient had been having neurologic symptoms since admission including, tingling, numbness, and visual disturbances. On (B)(6) 2024 the patient's symptoms caused concern for a stroke. An electroencephalogram (eeg) was in place at the time. The patient continued to complain of "clicking" especially with change of position and when their heart rate was low. A computed tomography (CT) scan and echocardiogram were also performed however, it was unknown what type of neurological dysfunction the patient had and the source of the pain/clicking were unknown. Log files were submitted for review and did not capture any unusual events. The patient was treated for pain control, and it was planned to keep the patient on pain control. The patient would consult with neurology.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related). Section 1 along with section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the patient handbook, "introduction, as well as section 4 of the patient handbook "living with the heartmate 3", state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. No further information was provided. The manufacturer is closing the file on this event.